Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the retainer ring found on november 20, 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, cracked battery tube case, cracked retainer ring. Cosmetic damage was confirmed at the retainer ring. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in battery compartment . No harm requiring medical intervention was reported. The customer will discontinue the use of device.